Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating. A technical support specialist performed a manual full sync after confirming the med application sync failed and all prerequisites were met. Backed up the database, verified uploads, and informed the customer of potential data loss. Deleted and recreated the ds client oltp database using the appropriate script, verified hotfixes, and restarted services. After configuring the med application and completing the sync, confirmed the station was fully functional. When standard database recreation failed, restored a blank database from a lab device and completed the sync. Verified port connectivity, service status, and version compatibility. Additional troubleshooting included adjusting network settings, disabling firewalls, and coordinating with hit to ensure a stable sync environment. A field service engineer removed and replaced the internal backup battery as requested by csc. Launched hardware test application (hta) diagnostics and verified ups functionality with and without mains power. Tested all drawers and confirmed proper operation in both hta diagnostics and the application with no issues noted. The system functioned as intended after the field service engineer repaired the device.